Event description:
It was reported that the patient was brought back to surgery for a l3-4 non-union. Original surgery was (B)(6) 2013 t11-l4. Upon exposure, the surgeon noted that the screw and locking cap in the right l4 was loose on the rod even though the locking cap was in the final locking position. The surgeon removed the hardware and replaced with new implants.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the visual analysis shows the material loss/plastic deformation on the screw surface contacting with the rod. The manufacturing records were reviewed, but there were no relevant manufacturing anomalies¿ for the lot. Conclusion: the root cause of the reported event is not determined and/or multifactorial.

Event description:
It was reported that the patient was brought back to surgery for a l3-4 non-union. Original surgery was (B)(6) 2013 t11-l4. Upon exposure, the surgeon noted that the screw and locking cap in the right l4 was loose on the rod even though the locking cap was in the final locking position. The surgeon removed the hardware and replaced with new implants.